Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a system checkout and checked the logs. The power management board was replaced and the unit was returned back to service.

Event description:
The hospital reported that, during pre-use checkout, the unit showed "internal failure" error. There was no reported patient involvement.